Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) machine had visible burn damage to the actuator test board and actuator test board cable. The burned parts were found during machine repair for a no chemical intake message that appeared in chemical disinfect mode. The biomed did not observe any burning smell, smoke, flame or arcing related to the damage. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The actuator test board and actuator test board cable were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator test board and cable. The biomed replaced the actuator test board and actuator test board cable, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The actuator test board and cable were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.